Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Attempt to scan sensor with evm(evaluation module) however sensor did not scan. The evm was reset and scanned the sensor again; however sensor did not scan. Data was extracted using approved software however, data extraction was not successful. Trouble shooting guidelines (tsg) questionnaire analysis was performed, customer had reported that sensor had been utilized using a compatible libre reader or event 57r2 had been observed on event log. The root cause of the reported issue is unintended sensor battery depletion caused due to atypically frequent clock loss events from the reader ble(bluetooth low energy) module. The reset and re-pairing functions are intended behavior from the reader and sensor devices, thus are not considered a product malfunction. Abnormal number of repeated clock loss events are not intended behavior of the reader and were the root cause of the complaint. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. Attempt to scan the sensor, however it failed to scan. The sensor was further investigated and de cased and attempted to power on using fr4 fixture, yet it still failed to scan. The tsg was analyzed, and the customer reported to have used a reader and observed event 57(r2). 57r2 is a clock loss event that indicates the reader has recognized the clock for its ble module is not operating at the correct frequency and the module has reset itself to correct the issue. This observation indicates the sensor was unable to scan due to repeated bluetooth module restarts causing multiple re-pairing cycles with the sensor. The repeated re-pairing cycles then lead to an unintended battery drain that results in a sensor that does not scan due to a lack of power. The root cause of the reported issue is unintended sensor battery depletion caused due to atypically frequent clock loss events from the reader ble module. Therefore, the issue is confirmed. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level. The customer was dizzy and shaky due to severe hypoglycemia. The customer was unable to self-treat. The customer was treated with glucose emergency injection by a non-healthcare professional (non-hcp) for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle libre reader, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level. The customer was dizzy and shaky due to severe hypoglycemia. The customer was unable to self-treat. The customer was treated with glucose emergency injection by a non-healthcare professional (non-hcp) for the treatment. There was no report of death or permanent impairment associated with this event.